Manufacturer narrative:
The insulin pump was received with critical pump error (open book image) confirmed due to moisture damage to the electronic assembly. Unable to confirm unresponsive keypad due to critical pump error (open book image). Unable to perform the self test, sleep current test, active current test and displacement test due to critical pump error (open book image) confirmed.

Event description:
The customer reported via phone call that the middle button was not doing anything and flashes in the screen. The customer¿s blood glucose level was unknown. Customer stated that numbers were ramping on their own. Customer stated the scroll bar was not moving with no input. Insulin pump was working but this happens again. Keypad was responsive. The device will be returned for analysis.